Manufacturer narrative:
The device was not returned to stryker for evaluation. The reported issue was unable to be verified and unable to be duplicated. Root cause could not be determined. The issue was resolved for the customer by stryker technical service team who advised the customer to clear the error codes.

Event description:
The customer contacted stryker to report the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.